Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. No black circle display anomaly noted during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error and that she may not be getting insulin. There is a black circle on the insulin pump. Prior to the event, the patient was at a wedding and felt that the unit got jostled too much. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading is 141 mg/dl. No further information was provided.